Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) , 2015 was chosen as a best estimate based on the date of the mesh was implanted. Device manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Imdrf patient code e2401 captures the reportable event of unspecified personal injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx mid-urethral sling placement with cystoscopy procedure performed on (B)(6), 2015 for the treatment of genuine stress incontinence. The findings of the procedure included an intact bladder and no perforations throughout the treatment. Furthermore, the patient was transported to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.